Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis.

Event description:
It was reported that on an unknown date, one (1) stardrive screwdriver and one (1) depth gauge, for locking screw was noted to be worn and malfunctioned. It is unknown when was the issue discovered. It is unknown if there was patient and procedure involvement. This complaint involves one (1) device. This report is 1 of 1 for (B)(4).